Manufacturer narrative:
Supplier was notified about the detachment of the tube, however, no root cause was identified related to the manufacturing process. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One single flothru dpt-vamp flex kit with IV set and pressure tubing was returned for evaluation. No priming solution was visible throughout the kit. Pressure tubing remained coiled with paper band. The reported event of issue with stopcock was confirmed, however it was found to be detachment of the pressure tubing. As received, the lock nut of the stand-alone three-way stopcock was detached from its male luer. Cracks were observed on the detached lock nut. Further investigation related to the stopcock will be forthcoming. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use, this disposable pressure transducer, the lock nut of the male connector of the four-way stopcock got disconnected. There was no patient involvement.